Manufacturer narrative:
Event download is executed from the device to perform the review. During the analysis, the event related to the customer experience was found on the date of (B)(6) 2020. At 17:08 the device is turned on, the values of channel a and channel b are deleted to enter a new programming. At 17:09, an infusion with a duration of 24 minutes, flow rate of 604 ml/hour is programmed on channel a in piggyback mode to infuse a volume of 250 ml. At 17:32 missing 1 minute to complete the delivery, the infusion is stopped by distal occlusion alarm n186, the device infused 23 minutes delivering a volume of 235 ml and leaving a missing volume of 14.2 ml to complete the program. In these mentioned events it is evident that the device was not programmed at a rate of 6.4 ml / hr on the contrary a rate of 604 ml / hr was programmed, the zero was typed instead of the point, programming a rate of 604 ml / hr which caused the infusion to deliver 235 ml of dextrose in 23 minutes. Visual inspection: a visual evaluation is performed on the device, but no broken or fractured parts were found. The mechanism and its parts were checked: air sensors, primary and secondary valves, inlet and outlet valves, pressure sensor pins, plunger, door, door arm. The keyboard was also reviewed and everything was found in good condition. Free flow tests were performed, and the mechanism was able to open and close the cassette flow valve by means of open regulator and closed regulator. Keyboard test was performed to verify that it did not do auto programming. Each key works correctly, test step. The probable cause was user programming error.

Event description:
The event involved plum a+ pump that the customer reported an over delivery of dextrose in 10% distilled water. The patient involved is a newborn of an unknown gender and weight of (B)(6)g who was under observation in the afternoon hours with persistent weight loss increase; therefore, hospitalization in the neonatal unit for abnormal weight loss. The customer reported during shift change to check on the patient, the liquids bag showing a well labeled base, it¿s contents by half. The set was checked to verify if the liquids were not coming out by any other parts and was dry. The pump was programmed to infuse 6.4 ml/hour but recording as infused value of 247 ml. Immediately, the pump was turned off, the assistant was asked to take a glucometer, reporting hi. The initial glucometer reading was 273 mg/dl. Due to the event the patient presented with hyperglycemia. The patient infusion set was removed and primed with saline solution 0.9%. The neonatologist on duty was informed immediately and the pump was reported to the bio medics for review. The medical intervention was an infusion of saline programmed at 6.4 ml/hour and glucometer follow ups every hour. After the dextrose suspension and the saline solution prescribed, the patient recovered.